Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one device opened and returned by the account. The cannula was cracked and the circular seal was cut. The device failed a leak test but when the crack was covered it passed. Product analysis suggests the product was used in a surgical procedure. Replication of the observed damage to the cannula can be caused by excessive force being applied to the side of the cannula. Replication of the secondary condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, a tear was seen in the valve part of the trocar after the case. An air leak was seen within the first usage of the device. The patient status is okay.